Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels from 300-400 mg/dl. Reportedly, the reason for the impacted bg levels were due to the pump; however, the customer did not clarify the specific pump issue. The customer declined to provide further information regarding the issue.